Event description:
It was reported that versacross access solution was selected for use. A perforation and pericardial effusion were reported. The procedure was cancelled. During the procedure, while the physician was going in with the versacross devices (noted an extremely tortuous anatomy), the physician was having a very difficult time getting access for transseptal (tsp). Prior to being able to get tsp, the physician perforated the superior vena cava with the versacross rf wire. A pericardial effusion was reported. A pericardiocentesis was done and 300ccs of blood was pulled. No surgery was needed and the patient is fully recovered (discharged on (B)(6) 2024). The procedure was cancelled. The device is not expected to be returned for analysis (disposed). No pe was noted prior to the procedure. There were multiple attempts required to track up / drop down into position on septum before tsp was performed. The patient was admitted to hospital beyond standard of care. The pe occurred prior to transeptal puncture due to tortuous anatomy. The patient was not under warfarin at this point, nor on antiplatelet drugs at this time. The difficulty with imaging/visualizing was attributed to the patient anatomy. The versacross rf wire was never tenting prior to rf application and there was never rf application. The physician do not think that the versacross rf wire or versacross dilator contributed to anything going wrong with the procedure. No malfunction was noted with the devices.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.